Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was found to be too erratic to get a reading. The spring seal was stretched in order to steady the rpms and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that post-surgery, the dermatome made a noise and did not function. During investigation an inconsistent speed was found. There was no patient harm/injury or surgical delay as there was no patient involvement. Diligence is complete and no additional information is available.